Event description:
Pacemaker system was implanted. Pocket closure was in process, and certified registered nurse anesthestist noted drop in systolic pressure from 120's to 66. Rv lead perforation during implantation was found as culprit of issue. Echo was paged stat. Cardiac tamponade was discovered via x-ray and echo. Pericardiocentesis was performed and 900cc blood extracted via this method. Entire pacemaker system was removed and pocket was closed in sterile fashion.what was the original intended procedure?transcatheter aortic valve replacement, via right common femoral employing 26 mm sapien tvt model 9300 tfx.#2. Repair of right femoral artery.device #1is this a laboratory device or laboratory test?no.